Manufacturer narrative:
Additional information reported that the death occurred on the day after the implant of the non-medtronic transcatheter valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6. Fdm/annex b, fdr/annex c, and fdc/annex d product analysis: the valve was not explanted; therefore, no product analysis was performed. The device history record for valve with serial number (B)(6) was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: high gradient increase over time could be caused by a variety of factors (degeneration, thrombus, calcification) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction). Also, high gradients could be caused by a decreased effective orifice area (eoa). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (calcification), thrombosis, and/or nonstructural dysfunction (e.g. Pannus, obstruction). Several factors can contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. Both high gradients and stenosis are known potential adverse effects per the device instructions for use (IFU). With the information provided and the valve remaining in the patient, a conclusive cause was unable to be identified. The report of patient expiration post-implant, after the non-medtronic valve was implanted, was ascertained as being due to respiratory failure due to valvular heart disease and chronic obstructive pulmonary disease, contributed to the transcatheter aortic valve replacement (tavr) procedure. As neither an autopsy nor an explant was performed, a conclusive assessment of the relationship between the reported decrease in low cardiac output, asystole and resultant death to the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a pav is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. Review of the returned procedural images showed a previously placed medtronic valve with a pigtail catheter at the level of the valve frame waste and a guide wire in the left ventricle, also noted is a transthoracic echocardiogram (tte) probe. There was an additional image of the non-medtronic transcatheter aortic valve (tav) in tav at the level of the previously placed medtronic valve¿s outflow crown. The guide wire was in the left ventricle cavity, noted is the tee probe. These images appeared to not be from the index procedure when the medtronic valve was originally implanted, instead from the explant procedure that occurred approximately 5 years post medtronic valve implant. Unfortunately, there was no information to be gained from the procedural images that could have assisted in determining the cause for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information reported that prior to the transcatheter aortic valve (tav) in tav procedure, worsening shortness of breath upon exertion was reported. Continuous oxygen was required. Mild to moderate regurgitation (both central and paravalvular leak (pvl) previously reported) had evolved. Following the implant of the non-medtronic transcatheter valve, volume overload with jugular distention and lower extremity edema presented. Decreased urine output was measured at 10 milliliters per hour (ml/hr). Fluids and globular proteins were administered. Urine output increased to 25ml/hr and metabolic acidosis was identified. Liquids were again administered. Urine output continued to be low. Blood pressure and heart rate decreased, and the patient coded. Cardiopulmonary resuscitation (CPR) was administered. The condition progressed to asystole. Multiple rounds of CPR were performed, and medication was administered. The event resulted in death. The death certificate indicated that the cause of death was respiratory failure, due to valvular heart disease and chronic obstructive pulmonary disease. Per the physician, the transcatheter aortic valve replacement (tavr) procedure contributed to the death. Updated data: b2, h1, h6 patient codes annex e, annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years following the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, echocardiogram showed a valve gradient of 9-millimeter of mercury (mmhg). Approximately four years following the implant of this valve, echocardiogram showed a gradient of 17.9 mmhg. Approximately four years and seven months following the implant of this valve, echocardiogram showed a mean gradient of 18.8 mmhg. Approximately five years and four months following the implant of this valve, echocardiogram showed a mean gradient of 47.1 mmhg with aortic stenosis (as) and mild paravalvular leak (pvl). Subsequently, five years, seven months, and 21 days following the implant of the valve, a non-medtronic transcatheter valve was implanted valve-in-valve for severe aortic stenosis, with mild central regurgitation and mild pvl. No additional adverse patient effects were reported.